Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed noise, oversensing and high pacing impedances. After discussion with boston scientific technical services it was determined that the respiratory rate trend feature was contributing to the clinical observations so this was turned off. There were no adverse patient effects reported. The device remains in service.